Manufacturer narrative:
Based on a review of info provided by the treating physician's office, a review of applicable product records, and the results from retesting the specific dermagraft lot, advanced biohealing's medical affairs experts concluded that it is unlikely that the application of dermagraft caused the pt's infection. All lots of dermagraft must pass extensive safety testing prior to being released to market. Infections are a normal hurdle in treating diabetic foot ulcers and dermagraft was shown not to increase the likelihood of these events during clinical trials. Advanced biohealing, inc. Considers pt safety its number one concern and is tracking adverse events to ensure no trends appear suggesting that dermagraft or specific lots of dermagraft increase pts' risk of developing infections.

Event description:
On (B)(6) wound clinic's account mgr, informed advanced biohealing that a pt treated with dermagraft on (B)(6) by dr. (B)(6) returned to (B)(6) wound clinic for a follow-up visit on (B)(6). During this follow-up visit, nurse (B)(6) noted that the pt's wound appeared infected. (B)(6) was contacted to obtain further details. The pt was a (B)(6) woman being treated for dorsal foot wound. During the (B)(6) follow-up visit, the foot was noted as having erythematous and swollen. A culture was taken and later showed staphylococcus aureus. The pt was started on doxycycline on (B)(6) 2009. On (B)(6), the pt was not feeling well and a bilater foot erythema was noted. The physician diagnosed contact dermatitis and prescribed a topical steroid to be applied to both feet. At her next visit on (B)(6), the patient was much improved and the wound appeared free from infection.